Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11. The product was not returned. Photos provided by reporter. The photos show a lens inside the lens case base. The lens case cap and base were inside an opened pouch. No further determination could be made from the provided photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified product combinations were used. The company lens model is only qualified for use in the company cartridge. Photos were provided, showing a lens inside the lens case base. The product has not been received to evaluate. Associated products were not provided. It is unknown if qualified product combinations were used. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The IFU instructs: a company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report was originally filed as 1119421-2025-02767. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of intraocular lens (iol) damaged, making it impossible to place in the patient's eye. Additional information received stating that the doctor had detected a defect in the lens strap, one of the blue prongs of the lens was broken. The lens was not implanted. There was no patient contact. Additional information received stating that the one of the haptics was broken during surgery. The surgery was completed on same day by using replacement lens.